Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. When the physician implanted the 3.00x32mm taxus express2 drug eluting stent, the shaft fractured. The device was removed and the procedure was completed with another taxus stent. No pt complications were reported. Pt status reported as "ok".